Manufacturer narrative:
UDI -- unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by biomarin, the patient developed a device related infection associated with a codman device. The reporter did not provide an assessment of the event of device related infection in relation to treatment with brineura. The reporter assessed the event of device related infection as related to the patient's icv device. The sample is still implanted in patient; therefore, no return. No other etiological factors were reported.